Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump underinfused during chemotherapy. The flow rate was 62ml/hour and the volume to be infused was 120ml. The pump stated that the infusion was complete, but the bag was not empty. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem "under infused chemotherapy" was reproduced. The device was tested for flow accuracy and found to under-deliver 8.656%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log was reviewed and found no infusion matching the customer report was not found on the reported event date. An infusion of methotrexate was programmed in the adult oncology the day after the reported event date at a rate of 62 ml/hr and a volume-to-be-infused of 120 ml. 2 minutes and 4 minutes after starting the infusion, the pump alarmed "upstream occlusion!" And the user suspended upstream occlusions after the second occurrence. The infusion completed and the user updated the vtbi to 120 ml and upstream occlusion alarms were reenabled. The condition and setup of the IV line and IV bag cannot be determined through the history log. Spectrum operator's manual warns: "only use upstream occlusion alarm suspension after the operator visually observes positive line flow." It is unknown if the user observed positive flow before suspending upstream occlusion alarms, however if the occlusion was not cleared before suspending alarms, flow accuracy may have been impacted.the reported condition was verified. The cause of the condition was the pressure plate springs. The pressure plate springs required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.